Manufacturer narrative:
(B) (4): physio-control evaluated the device and confirmed that the pre-repair download could not be performed and that the unit would appear to get "hung up" at the self-test and never completely boot-up. It was also observed that the service light was lit and always stayed on. The system and user interface pcb assemblies were replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed system pcb assembly; however, there was no failure found associated with the reported malfunction. Per repair instructions, the user interface pcb assembly was automatically replaced at the same time as the system pcb assembly and there was no failure of this assembly.

Event description:
It was reported that the device would lock-up when the customer attempted to power it on. There were no reports of pt use associated with the reported failure.